Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils had migrated out of her fallopian tubes"), genital haemorrhage ("bleeding"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included calcium carbonate (tums 500 calcium) since 2006, codeine phosphate; paracetamol (tylenol with codeine no.3) since 2006, ephedrine hydrochloride (fedrin) from 2017 to 2018 and ondansetron (zofran). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In 2007, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("cramping pelvic pains/pain"), abdominal pain ("cramping abdominal pains"), dysmenorrhoea ("menstrual cycles that were usually painful") and menorrhagia ("heavier, longer menstrual cycles and produced large blood clots"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding") and was found to have neoplasm ("tumor") and fibroma ("fibroid tumor"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, gastrooesophageal reflux disease and neoplasm outcome was unknown and the dyspareunia and fibroma had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, fibroma, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neoplasm, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: removal discrepancy-partial hysterectomy, but coils are still in. Do not have the money for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received- events- "dyspareunia(painful sexual intercourse), fibroid tumor" outcome updated to "not recovered / not resolved". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 19-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013 for permanent sterilization. After the procedure, the plaintiff started to experience cramping pelvic and abdominal pains, as well as heavier, longer menstrual cycles that were usually painful and produced large blood clots. She went back to her health care provider to discuss the issues, and it was discovered that the coils had migrated out of her fallopian tubes. On or about (B)(6) 2013, the plaintiff underwent a total vaginal hysterectomy, removing her entire uterus including the coils, as a permanent solution to the problems that she has been experiencing for years. The pain and bleeding, as well as the emotional distress, had a great impact on her life. Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing bleeding (interpreted as genital bleeding). It was discovered that the coils had migrated out of her fallopian tubes. She underwent a vaginal hysterectomy less than a year after essure insertion (discrepant information was received since consumer reported having the events for years). These events are listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the event bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact location of the coils was not specified however reporter mentioned that coils had migrated out of her fallopian tubes and they were removed along with the uterus via hysterectomy. Therefore it is likely that this migration occurred towards the uterine cavity, not into the abdominal cavity. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils had migrated out of her fallopian tubes"), genital haemorrhage ("bleeding"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ondansetron (zofran). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced dyspareunia ("dyspareunia"). In december 2006, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In 2007, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("cramping pelvic pains/pain"), abdominal pain ("cramping abdominal pains"), dysmenorrhoea ("menstrual cycles that were usually painful") and menorrhagia ("heavier, longer menstrual cycles and produced large blood clots"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding") and was found to have neoplasm ("tumor") and fibroma ("fibroid tumor"). The patient was treated with surgery. Essure (ess205) was removed in august 2013. At the time of the report, the device dislocation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, gastrooesophageal reflux disease, neoplasm and fibroma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, fibroma, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neoplasm, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: removal discrepancy-partial hysterectomy, but coils are still in. Do not have the money for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2006: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaints. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs